Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Additionally it was reported that cartridge change error occurred with a cartridge during the load sequence customer¿s blood glucose was 376 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.